Manufacturer narrative:
Device received error 37 during rewind due to corroded motor home switch. Unable to verify prime or fill anomaly, perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Device tested outside the device and received pump error 37 at rewind.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that they was unable to exit the load reservoir process. Customer stated that they was getting load reservoir alert on the insulin pump and they cannot load reservoir. Customer also stated that insulin pump had motor error and they did not rewound insulin pump. Customer stated that stuck on load reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.